Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It was reported the pt indicated he experiences a burning sensation at the ipg pocket site during showers. The pt do not wish to take any resolution steps as it is not discomforting. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.